Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire. No other components were returned. Visual examination of the guide wire revealed four kinks in the wire; one at the distal end and three in the middle of the wire. Microscopic examination confirmed four kinks and found that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The kinks were measured at 4.5, 29.6, 31.4, 32.5 cm from the distal weld. The guide wire measured approximately 601mm in the total length and exhibited an outside diameter (od) measured 0.801 mm. The returned guide wire was within specification for length and od per the guide wire graphic (length: 596 - 604 mm and od: 0.788- 0.826 mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No other remarks: further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a physician brought the guide wire sample to materials management. The wire was used and is kinked. Follow up information states the physician noted this is only on subclavian insertions. He can't "fish" the wire and has been having this issue for several months. There have been no problems with femoral or jugular insertion. He stated he uses only right side subclavian insertions and those are the ones with the issue. This physician has been an arrow advocate and long time user. He is using a boston scientific wire until the nitinol wires are in place in the arrow kits.